Event description:
It was reported that the patient presented to clinic with a "replace backup battery" alarm. Log files were submitted for review. The log file captured further backup battery alarms beginning at 3:03 am on the morning of (B)(6) 2025. In addition, the log captured multiple low power advisories due to normal battery depletion.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. The system controller, serial number: (B)(6), event log files were reviewed, and timestamps spanned approximately 8 days (06:02:27 on (B)(6) 2025 to 10:47:27 on (B)(6) 2025). At 03:03:09 on (B)(6) 2025, a backup battery fault alarm activated due to the backup battery not passing the load test. The load test had not passed due to the unloaded voltage of the backup battery measuring greater than the acceptable threshold above the loaded voltage. At 10:47:15 on (B)(6) 2025, the driveline was disconnected, and the backup battery fault alarm cleared at 10:47:27 on (B)(6) 2025, as the system controller was shut down for a system controller exchange. There were no other remarkable events found within this log file. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. The backup battery was able to support the pump with no external power, and the system controller was able to perform multiple self-tests without issue. The reported event was unable to be reproduced during this analysis. The provided information stated that the backup battery was exchanged due to the backup battery fault alarms recently, and previously, the patient had undergone a backup battery reseating in (B)(6) 2024. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: wire fatigue in black power cable is indicated by slightly elevated resistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.